Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was unable to verify the customer's reported issues. The device passed 112.7 hours of extended bench testing at the customer's settings. The device passed initial final test and initial alarm volume test with no issues. The event trace data showed no indication of the device shutting down or experiencing a ventilator inoperable (inop) state. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the revel ventilator would not deliver an assisted breath. The ventilator shut off and went ventilator inoperable (inop) while connected to a patient. The patient was removed from the ventilator and placed back on the hospital's ventilator until a replacement ventilator could be located and utilized. The customer confirmed that there was no patient harm associated with the reported event.